Manufacturer narrative:
The technician isolated the issue to a missing latch screw that attaches the latch to the siderail. He installed a new latch screw and latch to repair the stretcher.

Event description:
Info received indicates the left siderail will not latch into the raised position.